Event description:
The event is reported as: one of the two cuff pilots (check valves) was cut in the pouch (the extrusion of the cuff was broken around 1cm after the molded joint). The physician tried to use the device in spite of the defect, but he could not because the two distal end tips were very close, so during use they went into the same bronchus. The event occurred in following user facility: (B)(6). MFR-report #1044475-2013-00036. Initially reported (B)(4) 2013.

Manufacturer narrative:
A device history record (DHR) review was performed on the reported lot number and there were no issues found. The sample was returned for evaluation. A visual inspection was performed and it was found that the extension line of the affected pilot cuff was broken off about 1cm after the joint to the hub. It was also detected that the balloon extension line was damaged. The two ends of the distal tips were measured and it was found that there was a normal distance between the two tip ends. Based on the investigation performed, it was determined that the defect on the tube was caused during the handling of the device at the manufacturing facility. During manufacturing, the tubing line must have been damaged (punctured) and it led to a reduced tensile strength. This most likely occurred during the final catheter inspection, which is performed after the 100% leak test inspection. This defect appears to be an isolated case as no other complaints of this nature were reported. Corrective action has been taken to avoid this issue in the future.